Manufacturer narrative:
Analysis was normal no anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. (B)(4).

Event description:
It was reported that the patient presented to the hospital for a pulse generator system implant procedure. During the procedure, unusual threshold measurements were observed on the left ventricular lead. The lead was positioned into the middle cardiac vein with satisfactory measurements and no phrenic nerve stimulation when tested on a pacing system analyzer (psa). However, upon connecting the lead to the pulse generator, phrenic nerve stimulation and high capture threshold were observed on all vectors of the lead. The physician claimed the lead had not moved from the intended position and attributed the anomaly to current "leaking" from the lead. The left ventricular lead was then removed and replaced. The procedure was completed without further incident. The patient was in stable condition.